Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly there was a leakage of pmma through the fracture line outside the humeral head, distally at the calcar region. The leaked material was easily removed. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Cement leakage was noticed during a philos augment case and occurred through the inferior fracture line outside the humeral head. It was noted that the screws that were augmented and led to the leakage were close to the fracture line.